Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor fractured. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil and there was a white substance on the outer insulation.

Event description:
It was reported that the right ventricular coil impedance was greater than 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.